Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 at a normal refill procedure, it was reported that some medication apparently went subcutaneous. The patient was still in the office and became confused and non-verbal. The doctor's office called emergency medical services (ems) and patient was transported to the hospital next door. The diagnostics/troubleshooting performed as a result of the event were unknown. The patient was in the hospital and hcp reported the patient was doing fine. It was unknown if the issue was resolved. The patient&#38112;status at the time of report was alive - no injury. It was reported that no surgical intervention was performed, however it was unknown if surgical intervention was planned. The drug information, troubleshooting, and actions/interventions related to the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.